Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the right ventricular lead exhibited noise and a drop in impedance. The device was reprogrammed. The patient was in good condition and would continue to be monitored.